Manufacturer narrative:
The technical data card files related to the event have been reviewed by the manufacturer. It can be confirmed that the machine triggered the alarm malfunction blood pump. After the first occurrence of the alarm. Malfunction blood pump, the technical data card files indicate that the blood flow rate was set to 230 ml/min. After add'l malfunction blood pump alarms, the technical data card files indicate that the blood flow rate was set to 180 ml/min. The alleged blood flow rate discrepancy can not be confirmed by the technical date card files related to the event.

Event description:
The customer reported that the prismarflex triggered the alarm malfunction blood pump in 2007. The status screen. Where current flow rates are displayed, read 230 ml/min for blood flow. After add'l blood pump malfunction alarms, the customer reported that the prismaflex displayed a blood glow of 180 ml/h. According to the customer, the latest change of blood flow occurred the day before, and it was then set to 170 ml/min. There was no pt harm reported as a result of the reported event.